Manufacturer narrative:
Citation: russo m. Transcatheter aortic valve implantation in the setting of advanced malignancy: 1 year clinical results from a single center experience marco russo. Journal of the american college of cardiology volume 70, issue 18 supplement, (B)(6) 2017 doi: 1 0.1016/j.jacc.2017.09.254 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation in the setting of advanced malignancy: 1 year clinical results from a single center experience. All data were collected from single center 2013 through 2016. The study population included 12 patients (equal number of male and female patients, mean age 75); 5 of which were implanted with evolut r and 2 with corevalve. The serial numbers were not provided. Among all patients all-cause mortality, 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, major vascular complication and bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.